Event description:
This lead was explanted and replaced because of high thresholds. The physician was going to reposition the lead but there was tissue in the lead. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the distal fragment was received. It is reasonable to assume, that the dissection of the lead originated from the explant procedure. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces during the implant procedure should be taken into consideration. Further inspection demonstrated a bend in the lead's distal part, a damaged fixation helix and cuttings in the insulation. These damages occurred most likely during surgery. In summary, the lead's distal part was partly pulled out of the ring electrode. This damage resulted presumably from the application of tensile forces during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.